Event description:
It was reported that the patient's blood glucose levels reached over 300 mg/dl while wearing the pod between 1 and 4 hours on the arm. As treatment, pod was removed, a new pod was applied and the basal rate was increased.

Manufacturer narrative:
The download data contains no timeouts, drive stalls, or hazard alarms, indicating there was no struggle in delivering insulin. The pod was received partially deployed. Inspection of the pod found the linkage assembly to be misaligned. Score marks were found on the top housing indicating the misalignment. No other damages or manufacturing deficiencies found that would result in failure to deliver insulin.